Event description:
Patient was being supported on an impact 754 portable ventilator system and it was reported that the ventilator screen turned black and the unit stopped working. The end user reported there was no serious injury to the patient as a result of the incident. Though it was reported that serious injury to the patient did not occur, and, though it was not reported that back-up equipment was used, we have submitted this as a serious injury event because back-up ventilation equipment may have been necessary to preclude permanent impairment or damage due to the unexpected device activity.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be replicated through simulated use testing. The device was disassembled and corrosion on one of the solder connections to the main pc board was observed. The unit showed extensive external damage indicating potential misuse of the device which may have caused fluid ingress and corrosion. Repair of the external damage and the internal corrosion issue was executed. Periodic maintenance was performed including calibration and burn-in and the unit was returned to the end user after it tested within specifications.